Event description:
The pt reportedly fell backwards and hit his head at the implant site. Troubleshooting was performed at the clinic. The device was not functioning as required. Revision surgery will be scheduled.